Event description:
During a aaa procedure in 2008 on a male, while deploying the top cap, the black trigger wire was extremely tight to pull off the plastic white mounting area. It did not fit over the black pin vise. Finally after several minutes of maneuvering the black cup, it pulled off. When advancing the top cap off the suprarenal stent, it did not deploy smoothly. Under fluoroscopic guidance, the stainless steel cannula appeared to bow, arching sharply within the main body. The physician pulled gently down on the cannula at the area of the pink hub and then gently advanced with a slight twisting motion. The top cap did move further up but then abruptly popped off the supra renal stent. The surgeon said that the device system was very tight and did not deploy as smoothly as the other sizes that he had used before. No pt injury was sustained.

Manufacturer narrative:
Event eval: still under investigation.